Event description:
It was learned through implant patient registry and investigation that a patient with a 25mm 11500a aortic valve was explanted after an implant duration of 3 years, 6 months due to endocarditis with dehiscence, rocking motion of the valve, moderate regurgitation and paravalvular leak. The explanted valve was replaced with a 27mm 11060a valve. Per medical records, the patient was admitted on (B)(6) 2025 for av dysfunction and night sweats. The patient had dental procedure 3 weeks ago and developed malaise, fever, fatigue, and sob. Cta demonstrated aneurysmal dilatation of the aortic root and moderate hypoattenuating material at the base of the leaflet and the posterior aspect of the valve. Patient underwent a tee which demonstrated excessive rocking motion with possible thrombus vs vegetation along the posterior aspect of the aortic valve, moderate paravalvular leak on the posterior and left aspect of the aortic valve with moderate eccentric aortic regurgitation. Given concern for culture negative endocarditis, patient was started on IV antibiotics. The patient later underwent redo sternotomy, aortic root abscess drain, aortic root replacement with 27 mm 11060a valve with reimplantation of coronary buttons, and patch repair of aortic annulus. Intraoperative findings include completely dehisced av with vegetation. Post bypass echo showed new 27mm 11060a valve that is functioning well with no leaks.

Manufacturer narrative:
Manufacturer narrative: updated sections b5, b7, g3, g6, h2, h6 health effect - clinical code, device code(s), type of investigation. Corrected data: based on the additional information, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 25mm 11500a aortic valve was explanted after an implant duration of 3 years, 6 months due to unknown reason. The explanted valve was replaced with a 27mm 11060a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.